Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the light crystal display (lcd) was not functioning. It was reported there was no patient involvement at the time the issue was discovered. The customer inquired with the remote service engineer (rse) the difference between the 1st and 2nd generation lcds. The rse provided the customer with the serial number ranges for the customer to confirm whether the lcd was 1st or 2nd generation. The customer confirmed with the serial number ranges with their lcd that their lcd was 2nd generation. The remote service engineer (rse) then provided the customer with the part number of the 2nd generation of the lcd to order and replace. Device evaluation and repair are pending.